Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 68 mg/dl. The customer ate a snack to address low bg level. A recommendation was made for the customer to consult with their healthcare provider regarding low bg levels.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.